Manufacturer narrative:
Case updated for MFR report number 0302531-2021-00267: this case had follow up #1 submitted on 02-nov-2021 with the absence of date received by the manufacturer since there was a bug identified in our e-submission portal. This corrected follow up #1 submission now has the correct date. 13-oct-2021 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of the driving shaft due to usage of abrasive toothpaste in combination with insufficient cleaning with use over many years.

Event description:
Injuries - mouth [mouth injury] brush heads come loose from the hand piece - oral-b [device connection issue] brush heads constantly come off - oral-b [device breakage] report via e-mail stated that the oral-b brush heads came loose from the oral-b hand pieces very easily, even while brushing, which resulted in bad injuries. No serious injury was reported. On 23-jul-2021 follow up via e-mail: reported that the brush heads constantly came off. No serious injury was reported. On 13-oct-2021 case updated: suspect product updated to oral-b power rechargeable toothbrush handle 3765 genius 10000n. No serious injury was reported.

Manufacturer narrative:
13-oct-2021 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of the driving shaft due to usage of abrasive toothpaste in combination with insufficient cleaning with use over many years.

Event description:
Injuries - mouth [mouth injury]. Brush heads come loose from the hand piece - oral-b [device connection issue]. Brush heads constantly come off - oral-b [device breakage]. Report via e-mail stated that the oral-b brush heads came loose from the oral-b hand pieces very easily, even while brushing, which resulted in bad injuries. No serious injury was reported. 23-jul-2021 follow up via e-mail: reported that the brush heads constantly came off. No serious injury was reported. 13-oct-2021 case updated: suspect product updated to oral-b power rechargeable toothbrush handle 3765 genius 10000n.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Injuries - mouth, brush heads come loose from the hand piece - oral-b device connection issue, brush heads constantly come off - oral-b device breakage. Report via e-mail stated that the oral-b brush heads came loose from the oral-b hand pieces very easily, even while brushing, which resulted in bad injuries. No serious injury was reported. On 23-jul-2021 follow up via e-mail: reported that the brush heads constantly came off. No serious injury was reported.